Event description:
It was reported that the patient had the artificial urinary sphincter removed as it did not work and would not inflate/deflate. A new artificial urinary sphincter was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed as it did not work and would not cycle, resulting in incontinence. A new aus was implanted. No further patient complications were reported.